Event description:
Pt called tech support thinking that the cycler was not filling her prescription, mainly on the last fill. Pt was prescribed 3000ml, but infused 2879ml. Cycler had alarmed "check pt and drain lines" during treatment. Cycler was replaced. Per the pt, filling problems were related to a catheter problem and not the cycler. Fifteen days before this event, the pt was diagnosed with peritonitis. Subsequent to this event the pt was admitted to the hospital for a non functioning peritoneal dialysis catheter. A week later, the pt was admitted to the hospital for low blood pressure, nausea, vomiting diarrhea, and hypokalemia. Pt continues to use cycler.

Manufacturer narrative:
The liberty cycler was not returned so a review of the device history record was performed. There were no quality problems, or mfg issues associated with the production lot. Per he fresenius pharmacovigilance physician: no info obtained reasonably suggest that this event is related to the cycler use. Pt with esrd secondary to lupis nephrilit received antibiotic treatment. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.